Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading read "low." The customer stated that he took insulin for a late night dinner, and that four hours later his blood glucose went low. Troubleshooting was performed. The customer stated that he took the correct amount of insulin for the amount of carbohydrates he had eaten. The programming on the insulin pump was correct. The insulin pump passed the displacement test. It was found that the customer had changed his infusion set the day prior to the event, but he was not connected during priming. Nothing further was reported.